Manufacturer narrative:
Insulin pump was received with a blank display, problem isolated to pcb2. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify unresponsive keypad due to blank display.

Event description:
The customer reported via phone call that the insulin pump had a failed battery alarm. The customer's blood glucose level was unknown. The customer reported that when changing battery got battery failed alarm. They reported that they went and got new batteries but still getting alarm. They stated that the battery cap was intact and contacts were not missing, damaged, or corroded. The insulin pump will be returned for analysis.